Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units of insulin. To resolve the issue, the customer confirmed that the insulin delivery would be resumed. As the fill estimate issue was not occurring at the time of the reported event, tandem technical support was unable to perform troubleshooting. There was no impact to the customer's blood glucose level.